Event description:
Technical services received a call on (B)(6) 2012, from sales rep. The lead was implanted on (B)(6) 1993, lead remains implanted. Patient has minor potential over sensing on atrial lead, causing inappropriate atr episodes. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).